Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 13. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and mobility. No further patient complications were reported.